Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when administering an IV push sedation, the user noted fluid backing up in the tubing resulting in the upper fitment to break. There was no report of patient harm. The event occurred outpatient cath lab.

Manufacturer narrative:
The customer¿s report of an upper fitment break was not confirmed. The top half of the set from the upper fitment and above was not returned for failure investigation. The silicone segment tubing that connects to the upper fitment was inspected. The ring retainer was not received with the set. There was a ring retainer indentation observed around the end of the silicone pump tubing where the upper fitment would have been connected. The root cause could not be determined.